Event description:
Caller reported that the pump battery was depleting too quickly, leading to a shutdown of the pump. The customer went to the emergency room (ER) on (B)(6) 2025 with a blood glucose (bg) level that was displayed as "high" with ketones, although specific value was not provided. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged later the same day with no permanent damage. Customer continued to use current pump.